Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4 and restricted posterior leaflet. It was noted the pre-procedure mean pressure gradient (mpg) was 2mmhg. An xtw clip was inserted, and grasping was performed. However, grasping and capturing were noted to be difficult, resulting in damage to the posterior leaflet. The physician was able to successfully grasp both leaflets, but the gradient increased to 8mmhg and there was still residual mr. The clip was repositioned, but the same issue occurred. Therefore, the physician decided to remove the clip and discontinue the procedure. Mr remained at a grade of 4 and the gradient returned to baseline. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
All available information was investigated and the reported positioning failure of inability to grasp and inability to capture could not be replicated in a testing environment as they were related to patient and/or procedural conditions. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported inability to grasp and inability to capture appear to be related patient morphology/pathology due to the severe restricted posterior leaflet. The reported tissue injury was due to multiple grasping and capturing attempts. Tissue injury is listed in the listed in the instructions for use as a known possible complication associated with the mitraclip procedures. The reported serious injury/illness/impairment was a result of case specific circumstance as intervention was performed for report issues. There is no indication of a product issue with respect to manufacture, design or labeling.